Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Patient called in due to receiving new 670g pump and battery cap is missing. Customer current pump 530g has water damage due to pump exposed to water and has blank screen. Patient just wants missing battery cap for new pump he received in mail. Advised that we do not recommend customer use new pump until he does through the training and when customer asked what he is supposed to do now, advised that we would recommend he revert to his back up plan per his healthcare providers instructions.